Manufacturer narrative:
The event date is approximate. The consumer contact information, mailing address, phone number were not provided. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the diamondclean brush head broke into pieces while brushing and cut customer's gums. A minor injury with no medical intervention was reported. A possible choking hazard was identified.